Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'upstream occlusion' was not reproduced. A review of the event history revealed upstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality .should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.